Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "extracapsular spread of silicone medially along the chest wall".

Event description:
Patient reported left side implant exchange. Healthcare provider reported "rupture and left breast mass." Healthcare provider additionally reported "intracapsular and extracapsular rupture", "small amount of extracapsular spread of silicone medially along the chest wall" and "abnormal nodule just outside of leaking implant area." Device has been explanted.